Event description:
Spontaneous call from md office prompted call to pt - per pt cadd ms3 pump serial number: (B)(4) gave her a call for service error when she was charging her cartridge and it stopped running. She switched to backup pump and is doing fine. No harm to pt. Sending her a new pump for tomorrow to replace the broken one and she will return the broken one to us. No further info available. Reported to (B)(6) by pt/caregiver.